Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(4). Batch: 7072748.

Event description:
It was reported that the patient had an opening at the bottom of ipg and paddle incision site. No drainage was noted.

Event description:
It was reported that the patient had an opening at the bottom of ipg and paddle incision site. No drainage was noted. Cultures were taken and the results were negative. Additional information was received that the patient underwent a pocket revision procedure and was doing well postoepratively.

Event description:
It was reported that the patient had an opening at the bottom of ipg and paddle incision site. No drainage was noted.